Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) grade 4+. A xtw clip was implanted successfully. A xt triclip was then chosen for implantation. When placed on the valve, there was no reduction of tr. When attempting to implant the xt, it contacted the xtw clip causing the xtw to detach from the posterior leaflet (single leaflet device attachment (slda)). The xtw was reported to be stable on the septal leaflet.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported device damaged by another device (caused damage). Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported clip causing damage appears to be related to procedural conditions (clip interaction during positioning attempt). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) grade 4+. A xtw clip was implanted successfully. A xt triclip was then chosen for implantation. When placed on the valve, there was no reduction of tr. When attempting to implant the xt, it contacted the xtw clip causing the xtw to detach from the posterior leaflet (single leaflet device attachment (slda)). The xtw was reported to be stable on the septal leaflet. No intervention was performed. The procedure ended with tr unchanged.